Event description:
The device is an instrument used as a screw inserter. The surgeon was using the inserter to insert a screw. The end of the inner threaded shaft broke off and remained with the screw. The surgeon felt it was too difficult to remove the end piece that broke off and therefore, the end piece was implanted along with the screw. Patient outcome: the case was successfully completed and the patient was discharged from the hospital. There was no adverse event reported by the surgeon or patient.

Manufacturer narrative:
The device is an instrument and does not have a lot number.